Event description:
Received medwatch report from the customer, according to the MDR report, 'during the operation, a wire detached from the tip of the needle driver instrument while it was being used in a laparoscopic surgery. It was unclear during surgery whether any wire fragments came loose/broke off in the patient's body cavity. The defect of this product resulted in the need for two intraoperative x-rays to verify that no wire fragments were left behind.'

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.